Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in the hospital and was feeling pain and an ¿ice pick sensation sticking in their back¿. They wanted to know what they should do. The patient was redirected to follow-up with their healthcare provider (hcp). Patient services had the patient use their controller to connect to the ins and lower their stimulation to see if that would help, but the patient reported that the patient controller was not able to connect with the ins. It was reported that they had charged the ins and there was still some battery left an hour ago. The event occurred over the weekend in (B)(6) 2019. No further complications were reported/anticipated.